Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they were emergency room due to low blood glucose level. Customer treated low blood glucose with food and juice. It was unknown that auto mode feature was active or not at the time of event. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.